Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl_12.6; -10.50/+1.00/088 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced pupil block with elevated intraocular pressure; acute angle closure secondary to pupillary block following pharmacologic mydriasis; pain; decreased visual acuity; nausea; pupil dilation. It was reported that "subject treated with oral acetazolamide and topical timolol; pilocarpine; latanoprost and brinzolamide over the course of approximately 2 hours. Subject discharged with instructions to use timolol; brimonidine; latanoprost and acetazolamide at home and return for follow-up exam the next day". Post op notes indicated that "the subject returned feeling much better; without pain or headache. Intraocular pressure measured 8 mmhg; and the cornea was clear os. Uncorrected visual acuity improved to 20/16 os. Brimonidine was tapered; and all other medications discontinued". The problem was resolved. The cause of the event was noted as the device.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
B5: "on (B)(6) 2022 lens opacity (cataract) adc was observed. Anterior subcapsular opacity noted as grade1/mild. No action taken, patient remains on study." Should be added to the initial MDR. Claim # (B)(4).